Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. The pump failed the sleep current test. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a pump error 53 alarm on the event date of 06/24/2023 at 19:16:53.000 due to a possible software anomaly. Pump alarmed a pump error 3 alarm on the event date of 06/24/2023 at 19:00:47.000. Pump alarmed 3 pump error 39 on the event date of 06/24/2023 at 18:59:10.000, 18:59:43.000, and 19:07:58.000. Pump alarmed 2 pump error 63 alarms on the event date of 06/24/2023 (variable #: 9) at 15:33:02.000 and 19:00:33.000 due to a possible pio hardware failure. Pump alarmed a pump error 4 on the event date of 06/24/2023 at 15:33:02.000. Pump alarmed a low battery alert on the event date of 06/24/2023 at 14:58:00.000, pump alarmed a replace battery alert on the event date of 06/24/2023 at 19:12:00.000, and pump alarmed 4 power loss alarms on the event date of 06/24/2023 at 19:13:10.000, 19:13:22.000, 19:44:51.000, and 19:45:03.000. All previously mentioned battery alarms were expected. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Blank display was not confirmed during testing. High sleep current measurement and unexpected battery power loss were confirmed during testing due to moisture damage on the electronic assembly. Pump error 53 was confirmed in the history files and traces due to a software anomaly. Pump error 63 was confirmed in the history files and traces due to moisture damage on the electronic assembly. Pump error 3 was confirmed as a consequence of pump error 63. Pump error 4 was confirmed as a consequence of pump error 63. Pump error 39 was confirmed in the history files and traces due to moisture damage on the motor flex cable. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. ¿select patient information cannot be provided due to regional privacy regulations." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump received a replace battery now and then pump did not turn on. Troubleshooting was performed and found that the customer did not received a low battery alert prior to the replace battery alert, replace battery now alarm. No harm requiring medical intervention was reported. It was unknown whether the customer continued the use of the insulin pump and the insulin pump will be returned for analysis.